Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3.5cm in length. Functional testing determined the handle does not actuate the basket formation. Further visual examination noted the support sheath and basket sheath were detached. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The basket sheath and orange support sheath had become separated, preventing the basket from functioning correctly. The basket sheath and support sheath are glued together during manufacturing. All devices are checked multiple times for proper functioning before packaging. The device passed the in-process checks, but would not function when tested by the customer before use. It is possible that the two sheath components were not glued adequately during manufacturing, the device might have experienced excessive force during unpacking / handling, or a combination of both. There is not enough evidence available to determine a probable cause for the issue. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 10oct2019.

Manufacturer narrative:
(B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure a ngage nitinol stone extractor was tested and found to not close. Another same device was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence.